Manufacturer narrative:
The error code was confirmed and was attributed to the main printed circuit board (pcb) being out of electrical specification. Battery wire insulation was pinched in multiple locations, with underlying wire exposed. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an error code displayed when the external pulse generator (epg) was turned on. The epg was returned for servicing. The event occurred during setup. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.